Event description:
The customer observed a discordant elevated atellica im progesterone result for one infertile female patient sample, using lot 314. The sample was repeated on the same atellica im, which gave a result similar to the initial result. The same sample was repeated on an alternate method, which gave lower results compared to the atellica im results. The lower result from these repeats was reported to the physician(s). For troubleshooting purpose only, the sample was also repeated on a advia centaur xp instrument, which gave results similar to the atellica im results. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated progesterone results.

Manufacturer narrative:
An outside the united states customer observed a discordant elevated atellica im progesterone result for one infertile female patient sample, using lot 314. The sample was repeated on the same atellica im, which gave a result similar to the initial result. The same sample was repeated on an alternate method, which gave lower results compared to the atellica im results. The lower result from these repeats was reported to the physician(s). For troubleshooting purpose only, the sample was also repeated on a advia centaur xp instrument, which gave results similar to the atellica im results. The qc results were within the normal ranges when this sample was tested. The interpretation of results section of the atellica im progesterone instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00082 on apr 11, 2023. Additional information apr 14, 2023 and may 04, 2023: an outside the united states customer observed a discordant elevated atellica im progesterone result for one infertile female patient sample, using lot 314. The sample was repeated on the same atellica im, which gave a result similar to the initial result. The same sample was repeated on an alternate method, which gave lower results compared to the atellica im results. The lower result from these repeats was reported to the physician(s). For troubleshooting purpose only, the sample was also repeated on a advia centaur xp instrument, which gave results similar to the atellica im results. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges and no issues were reported with other patient samples. No information regarding the medication and/or supplementation taken by this patient could be provided. No historical atellica im progesterone results from this patient were available. The remaining volume was insufficient for an internal investigation. The atellica im progesterone assay instructions for use (IFU) have the following limitations statement: "with the advent of new steroid-based medications (analogues) with similar chemical structures to progesterone, there is the possibility of cross-reactivity and falsely elevated results. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings. If the progesterone results are inconsistent with clinical evidence, additional testing is suggested to confirm the result." Based on the available information, the cause of the discordant result is consistent with a sample specific interferent. A potential product performance issue has not been identified. The customer is operational.